Event description:
Boston scientific received information that high pacing impedance measurements and noise were observed on the right ventricular (rv) lead due to lead fracture from clavicular first rib crush. A lead revision was performed and a new shock lead was implanted. This rv lead was capped and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.